Event description:
The customer reported that she was experiencing low suction with her pump in style breast pump. She also reported that she had mastitis and received antibiotics from her physician to treat the mastitis.

Manufacturer narrative:
The customer reported that she was experiencing low suction with her pump in style breast pump. She also reported that she had mastitis. In a follow up with a medela clinician on (B)(6) 2014, the customer indicated that she was treated for the mastitis by her physician and that successfully resolved the mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.